Manufacturer narrative:
Event date: used 01jan2019 as event date since the correct date was not provided.

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm nc emerge balloon catheter was selected for use. However, during the procedure, it was noted that the shaft was fractured. No patient serious injury or adverse event were reported and the patient's status was fine.